Manufacturer narrative:
Additional information : the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between a transfer set and a titanium adapter which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. It was reported the patient was "walking around the house and felt wet", then noticed the disconnection. The cause of the disconnection was not reported. It was reported the patient was not hospitalized for the peritonitis. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) ceftazidime (1gm, for one day) for the peritonitis. The following day the patient was treated with ip cefazolin (1gm, ongoing). On an unreported date, the transfer set was replaced. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.